Event description:
It was reported that patient developed a (B)(6) infection with (B)(6) blood cultures and an infected pocket. The implantable pulse generator (ipg) and ventricular lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: 4473 competitor lead, (B)(6) 2003. (B)(4).